Manufacturer narrative:
Results codes: on the initial MDR report, code was entered as the result code. This code should have been to capture the observed electrical problem. It has been corrected in this submission. Additional information: a review of labeling, trending and risk documentation for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when abbott medical optics was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and noted 2012 error in log; however, fss could not duplicate the error during testing. Fss proactively replaced the hard drive and network adaptor printed circuit board (pcb) after noting that error occurred, after system save to disk. Fss checked instrument manager battery at 3.5vdc, which was normal. Fss also activated fx handpiece as well as completed the field service checklist. The system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported safe mode error (error 2012 -instrument host timeout error) after the prime/tune with the whitestar signature system. Customer restarted / booted system and continued cases for remainder of day. There was no patient involvement reported and no patient treatments delayed or cancelled.